Event description:
The olympus miniature radial probe was used by the physician during an ion/ebus bronchoscopy. During the reprocessing following the procedure, the device was found to be cracked and blood was noted within the probe. The device was removed from service. There is no known patient harm at this time.